Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube o-ring, and minor scratches on the display window.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated the pieces by the reservoir compartment are breaking off and scratches on the back of the insulin pump. No blood glucose reading provided. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).